Manufacturer narrative:
One 2.4 mm drill tipped passing pin was returned for evaluation. Visual assessment of the device showed it is dramatically bent in multiple locations. The passing pin is scored in multiple locations along its length. A major area of abrasion is located at the bend which is missing material. The bending of the passing pin caused it to come in contact with the guide during placement and the drill when over drilling. Dimensional assessment found the device met print specifications. Per the devices instruction for use ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that during a knee arthroscopy, the endobutton drill caught (twist) in the wire in the point of the can drill. They tried to remove it but it broke (twist). It did not break inside the patient and a backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that this unit has an abrasion area and missing components which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.